Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete baseline testing) was confirmed due to a burnt r781 driven ground resistor on the computer/analog board. The root cause for the burnt resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and can connection status. A us distributor returned a monitor and reported monitor was unable to complete baseline.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, can connection status) was confirmed due to a defective j200, preventing the distribution node (dn) pca board from being reprogrammed. The let was unable to communicate with monitor and was displaying a service code 204. The root cause for defective j200 was unable to be positively identified. There was no adverse event that resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (unable to complete baseline testing) was confirmed due to a burnt r781 driven ground resistor on the computer/analog board. The root cause for the burnt resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.